Event description:
The account stated the architect ipth results are higher than expected and questioned by the physician because the elevated architect ipth results are not consistent with the patient clinical picture. No specific patient information was provided. No impact to patient management was provided. Data provided: patient 5 : architect ipth = 881.9 pg/ml, repeats roche 474 pg/ml. Lab architect ipth normal range = 8.5 to 72.5 pg/ml. Reference lab roche pth normal range = 15 to 65 pg/ml.

Manufacturer narrative:
No consequences or impact to patient; (B)(4): high test results ; (B)(4) an evaluation is in progress. A followup report will be submitted when the evaluation is complete.